Event description:
The manufacturer received information alleging an "internal battery not charging" alarm occurred during a running test on a ventilator. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alarm was not duplicated during an operational check. The internal battery not charging error code was found in the device's error log when the battery was at 85%. The power management board was replaced to resolve the issue. Additionally, the motor blower assembly was replaced due to a life related smell. The stirring fan foam and 43 micron filter were replaced preventatively. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported information alleging an "internal battery not charging" alarm occurred during a running test on a trilogy o2 ventilator. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alarm was not duplicated during an operational check. The internal battery not charging error code was found in the device's error log when the battery was at 85%. The power management board was replaced to resolve the issue. Additionally, the motor blower assembly was replaced due to a life related smell. The stirring fan foam and 43 micron filter were replaced preventatively. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. The power management printed circuit assembly (pca) board was sent to the philips investigation lab (pil) for further evaluation. Pil was unable to confirm a failure of the board. The pca board worked as designed.